Event description:
The complainant was prepping for impella support when the automated impella controller had a controller error and failed to recognize the purge cassette. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.